Event description:
It was reported that interrogation of the pulse generator resulted in the message -diagnostics cleared due to invalid data-. The segms were available for review and the device check was completed successfully. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.